Event description:
It was reported that multiple occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Troubleshooting was performed, and the issue could not be verified. Reportedly, the customer reverted to alternate therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.